Manufacturer narrative:
It was reported that the patient uses a catheter for chronic urinary retention and due to urine leakage and decreased urinary output the patient's catheter has been required to be changed. The catheter was inserted on (B)(6) 2020 and on (B)(6) 2020 the caregiver reported that the catheter was clogged, a nurse visit was made and a licensed practical nurse flushed the catheter with 30cc of sterile water. The nurse notated some resistance at the start of flushing but, then no resistance noted at the end of flushing. On (B)(6) 2020 the caregiver again stated that the catheter was clogged and leaking, at that time the rn case manager replaced the catheter. The patient reported had a 250ml return on insertion. The actual sample was disposed of and is not available to be returned for evaluation. There is no additional information available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient was experiencing urine leakage while using a catheter requiring the catheter to be replaced.